Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an history settings issue. The reporter stated that the patient had a blood glucose (bg) of 500mg/dl with polydipsia, polyuria, strong fruity breath odor, nausea, symptoms of dehydration, extreme drowsiness and moderate ketones. The patient received advice via phone for treatment. The patient treated with insulin via injection. This report is being reported due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2016 with the following findings: the bb shows an occlusion alarm with high force on (B)(6) 2015 13:56; basal deliveries resumed at 14:33. An occlusion alarm with high was recorded. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. No delivery interruptions or eaw¿s occurred during testing. Basal and bolus deliveries added up appropriately to the tdd showing that the pump was delivering accurately until the last date used. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).